Event description:
A medtronic representative reported that in framelink 5.4.1 application, the ac, pc and midline points moved from where the surgeon had stored them. In trouble-shooting, they advanced forward and stored bone fiducial points. Then went back to re-format, to turn on atlas, and found that the ac, pc and midline points were not where they originally had been stored. Re-stored ac, pc and midline points, advanced forward and confirmed fiducials were still stored correctly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
Software log files from the date of the reported event were analyzed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged malfunction